Event description:
The rn reports a home patient (hp) had the tubing separate from the female adapter of the transfer set while using the homechoice device to automated peritoneal disalysis therapy. The pt presented at the emergency room and rec'd an adapter change as well as a transfer set change. The transfer set was 2 weeks old. The hp was currently being treated for peritonitis. In addition, the pt rec'd vancomycin 2 gms. Intraperitoneally. Due to the peritonitis not resolving, the hp was hospitalized (dates unknown) and the peritoneal catheter was removed (approx 07/30/99) and the hp has been transferred to hemodialysis.